Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 87 yo male patient, who had an initial hip implanted underwent a revision procedure due to a fall. The patient had sustained a fall after surgery, causing a fracture. The patient was scheduled for a revision surgery where the hip implants were removed. The fracture was fixed using equipment from a competitor. It was stated the devices had not failed to have functioned as intended. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. They were disposed of by the hospital. A device image was provided. No further information.

Manufacturer narrative:
Upon receipt of additional information pertaining to this event, it was determined that the event involved non-exactech devices. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.